Manufacturer narrative:
Updated and added fields: h4, h6 and h11. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of the material or root cause cannot be identified.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. We could not identify the foreign material. We could not conclusively specify the root cause of the foreign material remained in the device. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in tjf-q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q180v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in nozzle. There was no patient involvement.